Event description:
It was reported the patient¿s system is unable to enter MRI mode. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000096789.

Event description:
Manufacturer report number: 3006705815-2024-02053. Additional information received indicates both leads were explanted and replaced to address the issue. Both leads had high impedances and were unable to enter MRI mode.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.